Event description:
It was reported that when using the bd pyxis¿ anesthesia station es half height drawer failed and the drawer did not close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to close. A field service engineer (fse) collaborated with the customer to adjust the magnet strip and conducted extensive testing. A failed drawer was identified, recovered, and inventoried. Additionally, preventative maintenance was performed to ensure continued system reliability. The system functioned as intended after the field service engineer repaired the device.